Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specification range. Device was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed power error 25 in formatted history file due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump had power error detected error alarm recurred within week of troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.